Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaints that alleges false negative when using kit bd veritor for rapid detection of sars-cov-2 (mn# 256082), batch number 0257162. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. An investigation and testing were performed on the batch number provided. The complaint was unable to be confirmed. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported while testing for sars-cov-2 a potential discrepant result was obtained. Testing was performed on the veritor and the result was positive. The customer took the cartridge out, reinserted it in another analyzer, and the result was negative. Test cartridges are single use, and meant to be read one time by the veritor. Confirmation testing was performed using a pcr test method and the result was positive. The customer stated the patients tested was asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. The patient impact was not reported. Eua # (B)(4).

Manufacturer narrative:
Eua # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars-cov-2 a potential discrepant result was obtained. Testing was performed on the veritor and the result was positive. The customer took the cartridge out, reinserted it in another analyzer, and the result was negative. Test cartridges are single use, and meant to be read one time by the veritor. Confirmation testing was performed using a pcr test method and the result was positive. The customer stated the patients tested was asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. The patient impact was not reported. Eua (B)(4).